Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's left eye, however, was the iol was removed during the same procedure as the lens was scratched. Another johnson & johnson lens of same model and diopter was used as the replacement. There was no patient injury. The outcome did not significantly interfere with activities of daily life. The patient's post-operative outcome was not available. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the lens under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during removal. The lens was cleaned, and a cosmetic issue was observed on the lens. Visual inspection of the handpiece revealed that the plunger rod tip was bent, in a way that was consistent with a handpiece that had been dropped. The external assembly was inspected, and no gaps or issues were identified. The complaint issue could be confirmed; however, it may be attributed to handling during removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.